Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3889-28, lot# va055k9, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that 11 days ago the patient¿s device was acting up. All of the sudden the patient felt uncomfortable pulses in their vagina and had an overstimulation sensation. The patient¿s setting had always been at 2.75v, but they turned stimulation down to 2.55v and that resolved the pulsing. The patient was very relaxed on a cruise when it happened. The patient usually talked to their manufacturer representative but when they called this morning they were told to call patient services. The patient wanted to make an appointment with their manufacturer representative.